Event description:
It was initially reported on (B)(6) 2010, that a pt was getting zero coupling bars in regards to trying to communicate with her device. The pt's pocket wound was noted as being bandaged. The pt noted that she had not received authorization from her physician to change her device. The pt planned to turn their implanted neuro stimulation device off, until their appointment with a physician on (B)(6) 2010. On (B)(6) 2010 it was later reported that the pt had high blood pressure since their device was implanted. Blood pressure was indicated as going from 130/65 to 195/92. On (B)(6) 2010, it was further reported that the pt had a lump between her skin and the device. The recharging screen was noted as going off and on, and she was not able "to get any boxes filed in". The pt was advised to meet with their physician and/or a company representative to try and charge their device, as the device may have been implanted too deep. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).